Manufacturer narrative:
A ge service rep performed an on site investigation. The label was replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
The ge service rep discovered during a pm that the keyboard label incorrectly identified the configuration of the system. No pt injury was reported.